Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys igf-1 results for 1 patient sample on a cobas e 411 analyzer. On (B)(6) 2025, the initial result was 13.14 ng/ml. The doctor questioned the result and sample was repeated. On (B)(6) 2025, the customer repeated the sample and the result was 365.7 ng/ml.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The qc recovery data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) observed sample and reagent pipette misalignments and made adjustments. The service maintenance actions performed by the fse resolved the issue.